Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 16.9 seconds, and the midlife display of replacement indicators advisory was questioned. Technical services (ts) discussed the advisory and beeping pattern of the device. The patient later heard beep tones from the device, and was noted to have a CT of 19.7 seconds; therefore reaching elective replacement indicator (eri). Ts again discussed the advisory and replacement of the device. Additional information was provided that the device reached end of life (eol) approximately two years later. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.